Event description:
Information was received indicating that while in use of the smiths medical cadd legacy pump, for infusion of life-sustaining medication, the pump exhibited "beeps" with no error code displayed on the screen. The patient had a backup pump to switch to. No patient consequences were reported, and no adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis with a pry mark on the rear housing damaged battery door, chipped front housing on the bottom of the pump. During analysis, customer's reported problem regarding "pump stopped working & beep without error code" was unable to be duplicated. Simulated use was able to power up the pump and download event log and read out the pump error log. Sensor testing found the alarm sensors functional, within specification. Review of the event log indicates a no disposable alarm problem near the end of the log. Unable to reproduce the no disposable alarm, sensor tested normal within specification for high pressure. The upstream occlusion (uso) will be recalibrated and the downstream occlusion (dso) will be replaced as a preventive maintenance (pm) due to the no disposable alarms recorded in the event log. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.